Event description:
It was reported in 2007, patient had successful implant of a bifurcated device, a proximal cuff, and two limb extensions in 2006. At the 60 day follow up visit, CT revealed a type I endoleak. The following year, the patient was brought in to treat a proximal type I endoleak with two additional proximal cuffs. Patient is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endoleaks are a known complication to the procedure. The device was inadvertently discarded by the hospital.